Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08-dec-2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced an elevated blood glucose (bg) between 400 and 500 mg/dl with nausea and an unspecified level of ketones associated with an alleged scratched display issue. Reportedly, the patient remained on the pump, discontinued pump therapy and resumed with the same pump. The patient also received treatment by a health care provider in the form of phone advice and was treated with insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the pump had a scratched display screen and the screen could not be read safely. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to an alleged scratched display issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jun-2018 with the following findings: the display lens was scratched. The display screen had a pinkish contrast, but the screen was able to be safely read. The pump's black box data from the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no issues. Unrelated to the initial allegation, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.